Event description:
It was reported that during a stapler hemorrhoidopexy procedure, there was difficulty in firing the stapler and there was no tactile feedback for firing. Three fourths of the doughnut was cut and stapled and one fourth was cut and not stapled. The surgeon then sutured the rest. Then the surgeon examined the stapler and found the blade on the corresponding position where it did not cut properly and the staple was stuck to inner wall of anvil housing. There were no adverse consequences for the patient. Requested and received the following information on 3/4/2010: there was no crunch sound while firing.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.